Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in-clinic post procedure with symptoms of dyspnea, left ventricular lead dislodgment was observed. A venogram was performed to aid in replacement. The lead was explanted and discarded. A new lead was implanted with no complications. The patient was stable before, during and after the procedure.